Event description:
Impella 5.5 was inserted in a 65year old male patient of unknown age and gender for cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. The impella device ran within range for p-6 with flows 3.6-3.9lmin. While on support the patient had an episode of ventricular tachycardia (vt)and was successfully cardioverted. Despite the point of care ultrasound showing the device was in good position the physician elected to pull the device pace 0.5cm. There have been no other documented vt events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.